Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated creatine enzy results generated on the architect c16000 analyzer for one patient. The following data was provided: the initial creatinine test result was 212 umol/l and the retest result was 68 umol/l. Reference range: cre: 41-73 umol/l. No impact to patient management was reported.

Event description:
The customer observed falsely elevated creatine enzy results generated on the architect c16000 analyzer for one patient. The following data was provided: the initial creatinine test result was 212 umol/l and the retest result was 68 umol/l. Reference range: cre: 41-73 umol/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue. The field service representative (fsr) inspected the instrument and resolved the issue by adjusting the nozzle pairs 2-3, wash solution (rohs). No additional discrepant result issues have been reported since the service activity was completed. The nozzle pairs 2-3, wash solution (rohs) was determined to be the cause of the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified.